Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient was calling for clarification on MRI guidelines for their current ins. Patient mentioned they had their old ins replaced due to regular battery depletion; patient said the old ins shocked them a couple times before they got the new one, but they hadn't had any issues since they got their new one. Agent asked event date of shocking, and patient said "must've been a month or something like that, before the replacement." The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent documented reported information.